Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. The stimulation was in the wrong location. The event occurred following a fall. The details of the fall were unknown but it was a nasty fall and the patient hit her head. Additional information reported that reprogramming was done on (B)(6) 2015. It was noted that the loss of therapeutic effect and loss of stimulation were sudden. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va088yg, implanted: (B)(6) 2013, product type: lead. (B)(4).